Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter at the first firing of distal pancreatectomy, they connected reload to the handle. The surgeon fully fired the device then tried to remove the cartridge from the tissue, however the reinforcement material stayed on the tissue. The surgeon also noted the stapling was incomplete at the distal end. The surgeon cut the reinforcement material then removed the cartridge from the tissue. The sales rep checked the cartridge in question and noted u-formed staples still stayed at the distal end of the cartridge and staple pushers of that site were not fully pushed up. The surgeon also noted the anchoring suture still engaged to the cartridge. As the distal end of the cartridge did not clamp the tissue, the u-formed staples caused no damage to the patient and the tissue. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info:evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative reload and applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.